Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of it being unable to maintain peep (positive end expiratory pressure), resulting in lower peep than set was confirmed. The asp replaced the exhalation control module (ecm) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the ecm. H3 other text : serviced by asp.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was unable to maintain peep (positive end expiratory pressure). During their evaluation of the device peep had been set to 5 cmh2o and they observed that it dropped to 1 cmh2o, resulting lower peep than set. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
**UDI related data quality updates only** corrected information for supplemental medwatch report 002 ¿ section d4, model #, of the initial medwatch report stated: prt-00900-100. Section d4, model #, of the initial medwatch report should have stated: v+c+pro, japanese. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).